Event description:
It was reported that the patient with this left bundle branch (lbb) lead exhibited a dropped from 12 to 13 milli volts to 1.4 to 2 milli volts. The lead was explanted replaced. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).